Event description:
Follow-up revealed the patient's ipg was repositioned via surgical intervention on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient will undergo surgical intervention to address the pain/tenderness at the ipg site that she's been experiencing since being implanted.